Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead's lumen. The visual inspection demonstrated deformations of the inner coil close to the connectors. Further investigations indicated that these damages were caused by overrotation. These deformations led to a conductor fracture between the lead tip and the connectors. With regard to the sensing issue mentioned in the complaint description, the analysis of the lead did not show any deviations. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to undersensing p waves. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated. (B)(6) 2014 - this device was returned.